Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately seven months ago. Vessel morphology at the time of implant, there was calcium in the neck with a shelf of severe calcium. The aortic neck measured 26-27 mm in diameter and it was 1.5 cm long. There was minimal aortic neck angulation. It was reported that the pt presented for a routine follow-up and the CT demonstrated a proximal type I endoleak. The physician thought, it may be a type 2 endoleak and performed an angiogram to confirm; however, it was a type I endoleak. The decision was made to place a 32 mm diameter talent cuff and this successfully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4) endoleak, severe shelf of calcium.